Event description:
It was reported the device was not alarming downstream occlusion. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. A review of the event history log found no record of downstream occlusion alarms. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.